Manufacturer narrative:
Date of explant is estimated the results of the investigation .are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the patient experienced ineffective stimulation prior to system explant.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers:1627487-2020-22676, 1627487-2020-22675. It was reported that the ipg and leads were explanted for unknown reason in approximately (B)(6) 2014. Exact date of explant is unknown. No further information is known at this time.